Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set would not connect with a patient¿s intravenous access. The device and a non-baxter primary tubing were primed with an unspecified drug. When attempting to attach the filter to the patient, the lure lock end of the filter became stuck, preventing it from lure locking to the intravenous (IV) access. The issue was resolved by replacing the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 (update to n/a), h4, h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.